Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: ocl16us, serial/lot #: (B)(4), ubd: 20-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent occluder device was implanted in a patient during the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during the index procedure, the physician implanted the talent occulder into the left common iliac artery. A retrograde injection was done to see if the left common iliac artery had been occluded which then showed extravasation into the retroperitoneal space. The physician placed a 16mm occluder plug to stop the bleeding, however, it did not work. A flank incision was made to visualize the left common iliac artery and the 20mm talent occluder plug was removed from the vessel as it had torn through the artery. The 16mm occluder plug was also removed. Through some difficulty due the damaged vessel, prolene sutures were sown over the artery to stop the bleeding and homeostasis was achieved. At the end of the procedure a final angiogram was performed and no extravasation was apparent in the retroperitoneal space. As per the physician, the cause of the event was anatomy related due to the calcification in the left common iliac. It was noted by the physician that there is a possibility that a dissection was created in the iliac as the occluder was placed, and it tore through the entire vessel. A femoral-femoral bypass was then performed after the aui and it was observed that the femoral arteries were also in bad condition and hard to sew due to disease and calcification. No additional clinical sequela was reported and the patient is fine.